Event description:
The complainant contacted the leica senior field service engineer and instrument specialist in relation to histocore peloris 3 rapid tissue processor serial number (B)(4) and the following information was documented: "tissues in 252 cassette [sic] run showed under processed artefact in a small number of tissues." On 29 july 2021, the leica application specialist vic / anz - pathology (pas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The pas documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "12h" protocol comprising 252 blocks, which started at 07:48 on (B)(6) 2021. The tissue type and size of the affected samples were detailed as: "skins different sizes, currettings, uterus gastric" and "2x3x3 - 8x3x3- mm" respectively. On 29 july 2021, the leica application specialist vic / anz - pathology received information that all patient cases involved in this event were diagnosable.

Manufacturer narrative:
Based on the information provided, the protocol from which patient tissue samples exhibited sub-optimal processing was the "12 hour xylene" protocol comprising 94 cassettes, which started in retort a at 19:48pm on (B)(6) 2021 and completed at 07:49am on (B)(6) 2021. Evaluation of the instrument logs also identified that the "9 hr xylene" protocol comprising 158 cassettes was started in retort b at 23:43pm on (B)(6) 2021 and completed at 08:49am on (B)(6)2021. The complainant did not report any adverse impact on the quality of processing of patient tissue samples from this processing run, but the total number of samples processed suggests that the patient tissue samples exhibiting sub-optimal processing may have also been derived from this protocol. Both the "12 hour xylene" and the "9 hr xylene" protocols, which have a duration of 11 hours and 59 minutes and 8 hours and 59 minutes respectively, have been validated for use in this laboratory; and sub-optimal processing of patient tissue samples has not previously been reported to the manufacturer in relation to the use of either of these protocols. Investigation of this complaint found the instrument functioned as designed on (B)(6) 2021, during execution of both the "12 hour xylene" and the "9 hr xylene" protocols detailed above. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. Specifically, information documented by the pas details that the sub-optimal processing of patient tissue samples was derived from the "12 hour xylene" protocol; and it is also likely to have been derived from the "9 hr xylene" protocol based on the evaluation of the instrument logs in which tissue type and size of the affected tissue samples processed were detailed as: "skins different sizes, currettings, uterus gastric" and "2x3x3 - 8x3x3- mm" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.